Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. In artemis, the 23013 and 23008 error were found indicating pot to encoder fault on the axis 6, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto an in-house system where the 23013 and 23008 error were triggered indicating fault on axis 6, replicating the reported event. The mtm2 was then installed onto a patient side cart fixture test platform (pftp)where sine cycle was found to be failing on the axis 6. Once testing was completed, the axis 6 motor was tested and was verified to be the source of the fault. The probable root cause is attributed to the axis 6 motor in the mtm. This issue can be resolved by replacing the mtm. This issue is captured in the fmea, is3000, mtm2 (818205-10, rev. K) via risk ID 35.1.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a recoverable fault with error # 23013, which indicates a potentiometer to encoder error on the master tool manipulator right (mtmr). Despite performing an initial power cycle, the issue persisted. A tse reviewed the logs, confirmed the error source, and instructed the site to perform a hard power cycle, but the problem was not resolved. The caller had to leave and will determine how to proceed with the case. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to laparoscopic surgery with no reported injury.